Event description:
Patient reported "during the last cancer screening, it was found that one was about to break" of unknown side. Later reported right side rupture. Device remains implanted.

Event description:
Patient reported "during the last cancer screening, it was found that one was about to break" of unknown side. Later reported right side rupture. Device remains implanted.

Event description:
Patient reported "during the last cancer screening, it was found that one was about to break" of unknown side. Later reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d2, d6b, h6.

Event description:
Patient reported "during the last cancer screening, it was found that one was about to break" of unknown side. Patient later reported right side rupture. Device has been explanted and replaced.